Event description:
The customer reported via phone call that the last two times he changed the battery, the insulin pump did not register the battery. The only way to get the insulin pump to take the battery was by securing it and then backing it out until it read it. The insulin pump had a blank display. Customer's blood glucose level was not reported. The display did not return after troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.